Event description:
It was reported that the rv pacing impedance steadly increased to the point that there was no rv capture. The lead was removed and replaced. There were no patient complications reported as a result of this event. The patient outcome was reported to be good.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv pacing impedance steadly raised over 10 kohm and finally the rv lead was not able to capture. The lead was removed and replaced with a new one. There were no patient complications reported as a result of this event. The patient outcome was reported to be good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned to the manufacturer in segments. Analysis indicated fracture of the distal conductor. Additional findings indicated that the defibrillation conductor was distorted, the outer tubing overlay was melted, and the outer insulation was breached cut.